Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose. Customer¿s blood glucose level of over 600 mg/dl at the time of call. The customer's blood glucose level was 597 mg/dl and current blood glucose was 182 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with insulin shot. Customer was not calling back to perform a high pressure test. Troubleshooting was done for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).